Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during a full supply change on an ilet, consistent with a motor stall during tubing fill and priming, and required a replacement device to restore therapy; the user was using 6 mm 23" infusion sets and prefilled cartridges and performed device restarts and dry runs without resolution. Symptoms included hyperglycemia with a fingerstick of 333 mg/dl and persistent high glucose outside the target range for approximately two hours, without ketone testing, medical intervention, or acute complications. Outcomes included use of subcutaneous insulin via pen as backup therapy and continued cgm use. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.